Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) UDI: (B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision operative records were reviewed and identified the femoral head was attempted at being extracted and was not able to be. The femoral calf was able to be extracted and then the metal cutting bur was required to split the femoral head insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: item #us157856 m2a mag cup lot #593890, item #157450 m2a mag head lot #527080, item #12-103209 taperloc femoral stem lot #116080. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-003658.

Event description:
It was reported that during a revision procedure the head would not disengage from the stem. No harm or injury to the patient was noted. Additional information was requested however, none was available.